Event description:
Customer reported via phone call that the insulin pump alarmed button error. The customer stated that the insulin pump was submerged in water and then dried. It seemed to be working but it alarmed button error the next day. Blood glucose value was 97 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump had an intermittent act button due to moisture damage on keypad trace. The electronic and motor assembly was inspected and no moisture damage noted. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corner.